Event description:
Event: conversion to an open repair. Case details: the patient was not an ideal candidate due to having a short and angulated neck. A competitor's cuff was placed in the superior attachment system in an attempt to resolve an endoleak. The endoleak persisted and the patient was converted to an open repair.